Event description:
A cartridge alarm 20 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.